Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found scratched screen, no labels removed. The customer stated problem was confirmed. The device was started and alarmed ec46221 which is an issue with the software. Re-loaded software. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported an error code 4622, during infusion. No patient injury was reported.